Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. Covidien has been informed that the incident pencil was discarded by the site. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a procedure, the e2350h self-activated. Another device was used to complete the case. There was no pt injury.